Event description:
Event description: it was reported that towards the end of a concomitant paroxysmal atrial fibrillation and watchman procedure, a pericardial effusion was noticed in the patient. The reporter stated that after completing ablation for the pulmonary vein isolation (pvi) and completing the watchman device implant, when the physician was scanning on intracardiac echocardiography (ice) for an effusion check, post-procedure, a significant effusion was noticed on ice. The reporter stated that the anesthesiologist advised that the patient's blood pressure was dropping, about 5-10 minutes earlier in the procedure. The reporter stated that the anesthesiologist did not inform anyone of the patient's blood pressure dropping, at the time. It was reported that the medical intervention provided was a pericardiocentesis, and about 290cc of fluid was removed. It was reported that the patient was then admitted to the operating room (or). The physician called for transesophageal echocardiogram (tee) to be utilized while the patient is in the or; however, it could not be confirmed if tee had been performed at the time of the call. It was also reported that the physician mentioned doing a "window" for the patient, but the reporter was unable to confirm any additional details. The only (B)(6) device in use for the procedure, was the nuvision¿ ultrasound catheter. The nuvision¿ ultrasound catheter is not available for return, as it was discarded. Opal hdx¿ mapping system was in use. (It was confirmed that there was no carto¿ 3 system in use for the procedure). Farapulse¿ system was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).